Manufacturer narrative:
The farawave catheter was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the catheter underwent visual inspection, functional testing, and electrical testing. No outer abnormalities were observed. A guidewire was inserted through the catheter. The catheter was deployed to basket and flower successfully. Flushing was then tested through the irrigation line, and flushing was functional in all deployment states. Subsequently, the device was functionally tested by connecting the catheter to a known good farawave cable and a known good farastar console. Multiple ablations were performed successfully, and no abnormalities or errors were observed during testing. The catheter was not confirmed to have anything wrong with it electrically. The catheter passed continuity and hipot testing. The catheter passed all tests performed and exhibited normal device characteristics. Heart failure is a known inherent risk of using the farawave catheter per the instructions for use (IFU). This product is clinical use only. We are unable to provide the unique identifier (UDI) for a non-commercial device.

Event description:
It was reported that after a pulse field ablation (pfa) procedure using a farawave pulsed field ablation catheter the patient presented to the emergency room (ER) with cough and shortness of breath due to exacerbation of heart failure. The patient was hospitalized. Diagnostic tests were performed including electroencephalogram (eeg), ultrasound of the lung to look for b-lines, complete blood count (cbc), comprehensive metabolic panel (cmp), other laboratory blood tests, and an angiogram. A diuretic medication was also administered to the patient during the hospitalization. The event is ongoing. The device is not expected to be returned for analysis due to disposal. It was further reported that the complication resolved after the interventions and hospitalization.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that after a pulse field ablation (pfa) procedure using a farawave pulsed field ablation catheter the patient presented to the emergency room (ER) with cough and shortness of breath due to exacerbation of heart failure. The patient was hospitalized. Diagnostic tests were performed including electroencephalogram (eeg), ultrasound of the lung to look for b-lines, complete blood count (cbc), comprehensive metabolic panel (cmp), other laboratory blood tests, and an angiogram. A diuretic medication was also administered to the patient during the hospitalization. The event is ongoing. The device is not expected to be returned for analysis due to disposal. (B)(6).

Event description:
It was reported that after a pulse field ablation (pfa) procedure using a farawave pulsed field ablation catheter the patient presented to the emergency room (ER) with cough and shortness of breath due to exacerbation of heart failure. The patient was hospitalized. Diagnostic tests were performed including electroencephalogram (eeg), ultrasound of the lung to look for b-lines, complete blood count (cbc), comprehensive metabolic panel (cmp), other laboratory blood tests, and an angiogram. A diuretic medication was also administered to the patient during the hospitalization. The event is ongoing. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
The farawave catheter was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the catheter underwent visual inspection, functional testing, and electrical testing. No outer abnormalities were observed. A guidewire was inserted through the catheter. The catheter was deployed to basket and flower successfully. Flushing was then tested through the irrigation line, and flushing was functional in all deployment states. Subsequently, the device was functionally tested by connecting the catheter to a known good farawave cable and a known good farastar console. Multiple ablations were performed successfully, and no abnormalities or errors were observed during testing. The catheter was not confirmed to have anything wrong with it electrically. The catheter passed continuity and hipot testing. The catheter passed all tests performed and exhibited normal device characteristics. Heart failure is a known inherent risk of using the farawave catheter per the instructions for use (IFU).